Event description:
It was reported that the atrial sense marker was occurring over the surface qrs and simultaneous with the ventricular electrogram. When pacing aai, it was noted that the atrial lead was capturing the ventricle. The device was reprogrammed to ventricular pacing and sensing. The patient was sent for a chest x-ray and the atrial lead remains in use. No patient complications have been reported as a result of this event.